Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054, implantable pacing lead, implanted: (B)(6) 2010; addr01, implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported tha the right atrial (ra) lead dislodged. It was noted there was high threshold and no sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.